Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. The device also was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported issues with the insulin pump. Customer states that buttons of the insulin pump was being unresponsive and there is a button error alarm. The blood glucose reading is 95 mg/dl. Nothing further reported.